Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor (cgm) was not alerting for a elevated blood glucose (bg 692 mg/dl). Correction boluses were delivered. Customer also reported a kinked non-tandem cannula had occurred and was cause of elevated bg. Customer went to the emergency room and was admitted to the hospital. Ketone level was considered as being dangerous by a healthcare provider (diabetic ketoacidosis). Insulin drip and fluids were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Contact declined tandem technical support's offer to perform a system check as there were no further issues with the alert system.